Event description:
It was reported that there was leakage between the hub and the catheter.

Manufacturer narrative:
Without an eval of the device involved, we are unable to determine the cause of factors that may have contributed to this event.